Event description:
A report was received that the patient's stimulator was non-functioning. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description:linear st lead, 50cm. Model#: sc-4316, lot #: 14302391, description : next generation anchor kit-sterile.

Event description:
A report was received that the patient's stimulator was non-functioning. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure since it was not used for years and the patient did not try charging the ipg at all. It was also reported that the patient did not want the device anymore. There was nothing wrong with the stimulator. The explanted devices were not returned to bsn as they were discarded by the medical facility.